Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) reported during implantation of the device, the hcp could not get the lead into the upper channel of the battery due to what he thought there was an obstruction in the channel. The rep noted therefore an alternate battery was used. The rep noted during the implant they switched the lead wires from top to bottom channel to see if the problem followed the lead or the battery. The rep noted an external neurostimulator (ens) was used to definitively diagnosis that the problem was not with the lead, but with the battery. The rep stated therefore, the battery was not charged, and a different battery was chosen. The rep stated there was no environmental, external, or patient factors that may have lad or contributed to the issue. It was noted the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# 97715, sn: (B)(4); the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. (B)(4). If information is provided in the future, a supplemental report will be issued.